Manufacturer narrative:
This report is submitted on february 08, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to explant the internal fixture.